Manufacturer narrative:
Initial and final MDR 1903576 - MDR 3003442380-2024-12276 - device 2 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced ten infusion set tubing leakage at site events between (B)(6) 2024 and (B)(6) 2024. The set was in use 24-72 hours. Blood glucose levels were between 200-300 mg/dl at the time of event. Patient took correction bolus via pump and injection, replaced infusion set and resumed insulin successfully. No further information available.